Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type extension; product ID 3093-28, lot # j0322153v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
The consumer reported having right side upper buttock pain, so the device was replaced and implanted deeper. Outcome remains unknown. Follow-up was conducted to obtain additional information. The indication for use included urinary dysfunction.